Event description:
This ra lead was implanted on (B)(6) 1998 and was explanted on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 stating that this lead explanted due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).